Event description:
It was reported to the MFR that the vns pt has had an infection at the generator's incision site. The infection event resolved without surgical intervention (device removal) but the exact details regarding the interventions taken for the event are unk at this time. Good faith attempts to obtain add'l info regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.